Event description:
The physician performed the endoscopic surgery about nasal sinuses with this device. After the procedure has completed, the physician withdrew "light source connector" from the light source device and put it on the pt who was covered with a surgical drape. The pt suffered thermal injury on the part which this connector was put. The user did not report detailed info such as the degree of the healthy damage of the pt to olympus. Olympus tried gathering of info again later. However, the user refused to reply to it. Therefore, olympus was not able to get add'l info.

Manufacturer narrative:
The device involved in the event has not been returned for investigation and the following assessment is based on the info provided by local sales organization to date. The user was reportedly placing the light source connector of the lg cable on the pt right after withdrawing it from the light source. The exact nature of injury e.g. Degree of burn is unk as the user did not reply to related questions. The reported harm is a known and foreseeable consequence. The scenario has been identified in the risk management file for the respective product group. The IFU contains appropriate warning messages explaining accessible parts that may get hot during operation. It is explicitly mentioned that, these parts with potential high surface temperature must not be placed on the pt or on flammable materials like surgical drapes, blankets etc. It can be considered that, similar products of other mfrs have - more or less - the same characteristics and the heating-up effect is in the nature of things and not related to olympus' products. The reported incident is the consequence of an obvious use error which is beyond the control mechanisms of the MFR.